Event description:
It was reported that prior to use there were 5 occurrences of foreign matter discovered in tube and a tube was damaged with a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: dirty tube ×4. Damaged/deformed tube ×1. Spot in tube ×1.

Manufacturer narrative:
H.6. Investigation: bd received 7 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for fm-ink, damaged shield, embedded fm in tube with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for fm-ink, damaged shield, embedded fm in tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use there were 5 occurrences of foreign matter discovered in tube and a tube was damaged with a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty tube ×4, damaged/deformed tube ×1, spot in tube ×1.